Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported an infection occurred. The organism was identified as corynebacterium jeikeium. The patient was treated with antibiotics and the implantable cardioverter defibrillator (ICD) system was explanted and replaced. The patient was enrolled in the system longevity study. No further patient complications have been reported as a result of this event.